Manufacturer narrative:
Incident occurred in surgery and all broken pieces were extracted and confirmed on x-ray. No injury to the patient occurred but there was a significant delay in surgery (20 minutes). Based on a meeting with the subject sales rep regarding the case, it was noted that the disc space was tight and required significant striking force to advance. After inspecting the subject cage, the implant cracked at the proximal end, splitting the thread channel. Due to the localized failure of the subject cage and the damage sustained on the threads of the inserter, it can be concluded that the implant was improperly secured to the inserter (not threaded completely). Based on the condition of the distal tip threads of the inner shaft (stripped), the implant would never be able to fully engage the threads. The pitch of the inner shaft has worn down enough from repeated use to cause slipping when drawing the cage implant tight to the inserter. When the implant is not installed completely onto the inserter, all of the force experienced when malleting is concentrated at the point where the inner shaft has engaged the threads of the cage. This creates localized stresses that can exceed the material strength of the cage after repeated striking in combination with the tight disc space. Root cause therefore is wear and tear due to the distal tip threads not effectively being able to draw the cage implant tightly. Note: two cages broke in the same case, see MDR 3009051471-2026-00005.

Event description:
Surgeon inserted the cage and got it into the disc space, then it broke while malleting. The pieces were removed and they left the intact cage in the disc space. They confirmed with x-ray afterwards that everything was removed. There was a 20 minute delay to surgery; no patient harm occurred.